Event description:
It was reported that the patient's ipg was unable to communicate with its external devices following an unrelated procedure. The patient did set their ipg to surgery mode. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
The patient called ts and reported receiving the pc message: "cannot connect to generator. The generator is not responding." This message indicates the ipg is in a non-responsive state and is not providing therapy. Patient underwent an operation over a week ago. Surgery mode was enabled. The issue was resolved through reprogramming. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.